Event description:
Patient reported "area started pouching out, would get this inflammatory redness, pain at intervals, swelling" after the lap-band port "was moved during an abdominoplasty." The port was explanted and replaced.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Events of "area started pouching out, would get this inflammatory redness, pain at intervals, swelling" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.